Event description:
The customer reported line 24 disconnects from ration pump leaked electrolyte buffer. The customer initiated replacement of the chloride electrode was performed immediately prior to the event. The customer trimmed and reconnected the line; however, the issue persisted. The customer did not notice any occlusions in the electrolyte injector cup. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. On the day of the event, a field service engineer (fse) identified a pinched line #24 as a result of improperly conducted maintenance by the customer. The fse rerouted line #24, which resolved the issue. Service activity performed was verified and meet the specified requirements per established procedures. The cause of the event was user error line pinched from improper placement by customer during chloride tip replacement.

Manufacturer narrative:
(B)(4).